Manufacturer narrative:
The received device had the cannula assembly deployed. Investigation found a tear in the exposed portion of the soft cannula. Inspection of the fluid path found fluid to flow through the tear. Although this damage was observed, it is unclear when or how the damage occurred. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose (bg) level was rising throughout the day. The following information was provided: (B)(6). The mother stated that they did a few boluses to see if his levels would come down, however when it did not they removed the pod. His bg was able to come back down with the new pod. The pod was worn longer than 48 hours on the arm. The device was returned for evaluation.